Manufacturer narrative:
Customer returned pump for an alleged power loss, keypad anomaly, battery lasts less than expected alarm on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement, sleep current measurement and self test. No unexpected battery power loss or keypad anomaly alarm during testing. Successfully downloaded history files and traces using thus. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. However, battery removed (84)-(B)(6) 2021 03:44:10.000, batt out limit(6)-(B)(6) 2021 03:55:41.000 and stuck key alarm (61)-(B)(6) 2021 09:33:17.000 were found in history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, keypad assembly and vibrator assembly noted. The pump passed the keypad voltage test. The following were noted during visual inspection: scratched case and cracked case (battery tube). Unable to confirm battery cap damage due to pump received without the original battery cap. Customer alleged power loss, keypad anomaly, battery lasts less than expected alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pumps buttons stopped responding. The customer stated that the buttons needed to be pressed various times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.